Manufacturer narrative:
Technician visited the customer site to evaluate the device and determined that the rear panel interconnect board required replacement. So to resolve the customer's device issue, the technician performed the replacement on the device. To ensure that the device was operating without any further issues, technician performed a demonstration for the customer to show that the handpiece's trigger button was operating as intended. The energy output was verified to be operating within specification. There was no patient injury related to this event. This event is reportable as an accidental radiation occurrence (aro) due to the device's unintended discharge of energy.

Event description:
The device's handpiece continued to discharge energy after releasing the trigger button.